Manufacturer narrative:
Analysis was performed on the returned device. The reported torn and separated suture was not confirmed. However, a suture retrieval issue (needle to cuff miss) was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified assess site was attempted with a prostyle device using the pre-close technique prior to an endovascular aneurysm repair interventional procedure. Reportedly, the suture/thread was torn off. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.